Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was foreign matter in the tube(s) biological and non-biological. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "black embedded foreign matter was found on the wall of some tubes."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was foreign matter in the tube(s) biological and non-biological. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "black embedded foreign matter was found on the wall of some tubes."

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was foreign matter in the tube(s) biological and non-biological. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "black embedded foreign matter was found on the wall of some tubes."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-mar-07. H6: investigation summary bd received two (2) samples and three (3) photos for investigation. The samples and photos were reviewed and the customer¿s indicated failure mode for embedded foreign matter (fm) was observed. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. This complaint has been confirmed for the indicated failure mode of embedded fm. Bd determined that the root cause of the indicated failure mode was attributed to introduction of fm during the injection molding process. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time.

Manufacturer narrative:
H6: investigation summary bd had not received samples, but three (3) photos were provided for investigation. The photos were reviewed and the indicated failure mode for embedded foreign matter (fm) was observed. Dark brown/ black spots were observed inside the tube wall. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. This complaint has been confirmed for the indicated failure mode of embedded fm. Bd determined that the root cause of the indicated failure mode was attributed to introduction of fm during the injection molding process. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was foreign matter in the tube(s) biological and non-biological. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "black embedded foreign matter was found on the wall of some tubes."